Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 110mmh2o. The valve was hydrated for 24 hours. The valve was visually inspected: needle holes in the needle chamber were noted. The valve was tested for programming. With programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, only leaked from the needle holes over the needle guard. The catheters were irrigated, no occlusions noted. The valve was reflux tested. The valve passed the test. The siphon guard was tested. The valve passed the test. The valve was dried. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code (B)(4) with lot ctlbnm, conformed to the specifications when released to stock in (B)(6) 2015. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The device was implanted via v-p shunt to a patient. Doi and the initial pressure setting are unknown. After implantation, the ventricles of the patient¿s brain became enlarged, and contrast radiography showed that the ventricular catheter was occluded. So the surgeon replaced only the ventricular catheter on (B)(6) 2016. The patient is currently being monitored. The surgeon commented that biological debris might have stuck inside the catheter.